Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient went into the clinic and the staff found that he had an increase in power and a low pi, so he was admitted into the hospital for observation. A few days later, the patient suffered a small cva and there was concern that there might be thrombus in the pump. The patient was taken to the operating room the following day and the lvad was exchanged with another lvad. The surgeon did not find any visible signs of thrombus on the inflow or outflow conduits. The pump was returned for evaluation. The patient remains ongoing on the new lvad.